Event description:
The customer reported c-arm control panel shows only black and workstation is not saving the images. No pt injury was reported.

Manufacturer narrative:
The ge service rep replaced the hard drive and software reloaded per service manual. System performed as intended.